Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl. The customer also reported high blood glucose level 304 mg/dl. The customer was treated with glucagon injection in hospital and also treated with insulin pump. The customer was out of hospital and declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.